Event description:
Patient underwent t10-12 and l1-l4 discectomy and interbody fusion on (B)(6) 2019. Drains removed in physician's office. Returned to the hospital (B)(6) 2019 for exploration of wound and removal of retained lumbar drain.